Manufacturer narrative:
Additional information has been requested. No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was explanted and replaced due to a product performance issue. No additional adverse patient effects were reported.

Manufacturer narrative:
This ingevity lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood/body fluid around the helix housing and in the neck region. The lead was found to be electrically continuous. A x-ray was performed, and no anomalies were noted. The lead failed the helix mechanism test. There was no movement within 8 turns. The helix was not functioning during analysis due to the dried blood/body fluid around the helix housing and in the neck region, which prohibited helix movement/testing. Laboratory analysis was unable to confirm an unknown product performance issue, however, it was determined the helix was stuck.